Event description:
Event description boston scientific received information that the patient with this device presented at the clinic and it was confirmed via an electrocardiogram that the device was not pacing and that it had reached end of life. It was not possible to interrogate the device and there was no magnet rate. The patient was in slow atrial fibrillation. The device was explanted and replaced the next day. This device was part of a physician communication dated july 18, 2005 regarding a hermetic sealing component.